Manufacturer narrative:
The incident unit was received for evaluation. The returned sample met specification as received by medtronic. The customer reported condition could not be confirmed. The investigation could not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a unknown type of electrosurgical pencil was activated without pressing activation button. It could not be confirmed if the pencil was disposable or reusable. The generator in use was replaced with another to continue. No patient harm. The procedure was completed without further issue.